Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire and the balloon was loosely folded. There was a pinhole in the balloon located at the proximal end of the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon was advanced for dilatation. However, during inflation at nominal atmosphere, the balloon ruptured. The procedure was completed with another of same device. There were no complications reported and the patient condition was good.